Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.the device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyb2025 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
(B)(6) 2015 it was reported that a healthcare provider noted an alleged distal rupture of the catheter and a migration of the alleged broken portion into the right pulmonary artery. The patient was sent to another hospital where the detached material was removed.